Event description:
Journal reference: hoving ma, et al. Safety and one-year efficacy of intrathecal baclofen therapy in children with intractable spastic cerebral palsy. European journal of pediatric neurology; 2008: o5.200 p1-10. The aim of the article is to study the efficacy at 12 months and safety up to 24 months after start of continuous intrathecal baclofen infusion, (citb) in children with intractable spastic cerebral palsy. Reportable event: case 5 a procedural and device ae's included: pain at pump site when lying prone resolved spontaneously, also swelling at pump site resolved by aspirating an old hematoma. The pump was also moved. Non-procedure or device related ae's included: urinary incontinence, fecal incontinence, pressure sore. See mfg report 2182207-2008-05200.